Manufacturer narrative:
The insulin pump had intermittent up and down arrow button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The customer did not recall the blood glucose reading at the time of the incident or any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.